Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided: event start date: (B)(6) 2019. Event description: anastomotic stricture of colorectal region. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2019. Discharge date: (B)(6) 2019. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes. Relationship to study device: possibly. Relationship to study procedure: possibly. Diagnostic imaging: yes. Treatment: flexible sigmoidoscopy with balloon dilation of anastomotic stricture outcome: recovered/resolved. Event start date: (B)(6) 2019. Event description: large bowel obstruction. Required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2019 discharge date: (B)(6) 2019. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes. Relationship to study device: possibly. Relationship to study procedure: possibly. Diagnostic imaging: yes. Treatment: flexible sigmoidoscopy with balloon dilation of anastomotic stricture. Outcome: recovered/resolved.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: 1. How was the postoperative bleeding identified? Patient came into the hospital c/o bleeding; no bleeding identified clinically or by clinical staff. 2. What was the total estimated blood loss (ml)? < 1ml. 3. How was the bleeding addressed? Observation and hg check- normal. 4. Does the surgeon believe the postoperative bleeding or other patient complications were related to an alleged deficiency of the device or were there other contributing factors? Please explain. Bleeding likely hemorrhoidal related, very unlikely related to the stapler. 5. What is the current status of the patient? Healthy/well.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: was anastomosis attempted? Yes. If yes, type of anastomosis end to end. Estimated distance of anastomosis from anal verge: 12 cm. Were there any technical issues with the circular stapler? No. Was the device inspected and the washer confirmed to be broken as appropriate? Yes. Did either donut appear thin or incomplete? No. What was the result of the intra-operative leak test? No leak. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the postoperative bleeding identified? What was the total estimated blood loss (ml)? How was the bleeding addressed? Does the surgeon believe the postoperative bleeding or other patient complications were related to an alleged deficiency of the device or were there other contributing factors? Please explain. What is the current status of the patient? (B)(4).

Event description:
It was reported that following a left sided colon resection (robotic sigmoidectomy), the patient was admitted by the ER doctor for observation for having complaints of intermittent rectal bleeding(post op bleed/pain). It was found the patient had diarrhea, pain, and mild bleeding. The patient was in observation for less than 24 hours. The patient had a normal CT scan and was discharged with antifungal medication for a superficial infection.